Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint. However, the power cord was found to be damaged and was possibly the cause of this failure being intermittent. The power cord was replaced proactively, and the unit was returned to service.

Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had an audible alarm and then switched off during a case. The unit was swapped out and the surgery was completed. There was no report of patient injury.